Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the first t.w. Power supply provided power intermittently and the second did not provide power at all. The hospital switched cables and used a third device and everything worked fine. No patient effects were reported. The device is not being returned. It was reported that the two devices worked fine when the dc extension cable was replaced.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).